Manufacturer narrative:
Initial reporter name and address: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic lithotripsy, the baskets of two ngage nitinol stone extractors would not open and close smoothly. A section of the yellow sheath near the handle was also found to be "loose". Neither device made patient contact. A third basket was used to complete the procedure. No adverse effects to the patient have been reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a ureteroscopic lithotripsy, the baskets of two ngage nitinol stone extractors would not open and close smoothly. A section of the yellow sheath near the handle was also found to be "loose". Neither device made patient contact. A third basket was used to complete the procedure. No adverse effects to the patient have been reported. Investigation - evaluation: reviews of the complaint history, device history record, manufacturing instructions, instructions for use (IFU), and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two devices returned for investigation, one in the packaging tray, both in open packaging. Neither device handle could actuate the basket formation. Both handles were disassembled, and neither basket formation could be manually actuated. One device had a separated support sheath; one section with the flare measured approximately 3.3cm, and the other measured approximately 6mm. The other device had no visible damage. A document-based investigation evaluation was performed. One possibly related non-conformance was recorded; the affected devices were scrapped. Three other potentially related complaints have been reported for this lot number, reported under manufacturer report #¿s 1820334-2022-01153, 1820334-2022-01174, and 1820334-2022-01187. There was no indication from the investigation of the devices from the lot that there was a possible issue that affected all the devices from the lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence of nonconforming devices from the complaint lot in house or in the field. This device is provided with instructions for use which state, ¿important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for this issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.